Event description:
While performing transseptal puncture, it was noted by the physician that the needle had punctured into the pericardial space. This was confirmed while injecting dye through the needle that the user was in the pericardial space. A pericardial effusion was reported. The procedure was immediately stopped. No further intervention was performed as the pt was stable and not in any pain. No shortness of breath.

Manufacturer narrative:
The device in this case has not been returned for eval. No photographs have been taken of the device. The device history was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number.